Event description:
Pt status post zero-p implantation in (B)(6) 2010 returned to surgeon for follow up visit on an unk date. X-rays showed one screw backing out of the implant. Pt is asymptomatic and presently, surgeon has no plans for revision. Pt is a weight lifter. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.